Event description:
It was reported that during a lar procedure, only one line of staples was present in the proximal end and no staples in the distal end. The device had cut. A purse string had to be placed at the distal end and then the cdh was fired over the two ends. Procedure was prolonged by 45 minutes. The post op care administered was not different than normal and the patient has made a steady recovery.